Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 99% stenosed and calcified target lesion was located below the knee. The 1.5x20mm 142cm coyote balloon was successfully inflated once to 12atm, upon the second inflation to 12atm the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 99% stenosed and calcified target lesion was located below the knee. The 1.5x20mm 142cm coyote balloon was successfully inflated once to 12atm, upon the second inflation to 12atm the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - there was blood in the inflation lumen. The balloon was deflated, as-received. Magnified inspection revealed a tear in the outer shaft 53mm from the proximal balloon bond. The length of the tear was 5mm. Functional testing confirmed that the tear in the outer shaft prevented balloon inflation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).